Event description:
During meniscal transplant/repair (allograft) the fast-fix suture would not slide and tighten. The suture broke and the "ts" remained in the patient. It was reported that there were no significant delays, a backup device was used to successfully complete the procedure. It was also reported that there were no patient complications or injury.